Event description:
Healthcare professional, later also reported, a left side rupture. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Healthcare professional later also reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Un-reporting codes b01, c21, and d16. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.